Event description:
The customer reported the evis exera iii video system center loses image or erases after some time. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed the customer's complaint, the video connector was found to be damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon was caused by the failure of contact with the scope due to the failure of the video connector. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "important information ¿ please read before use do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. 3.1 precautions for installation and connection never apply excessive force to connectors. This could damage the connectors." Olympus will continue to monitor the field performance of this device.